Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the event log files captured a power cable disconnect, low power hazard, and no external power on (B)(6) 2024 at 3:52 due to a brief interruption to power to mobile power unit (mpu). The alarms resolved upon reconnection to battery power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. A review of the event log file contained data spanning approximately 11 days (04may2024 ¿ 14may2024 per timestamp). Starting 10may2024 at 3:52:08, while connected to the mobile power unit (mpu), power cable disconnect and low power hazard alarms activated due to a loss of alternating current (ac) power. The alarms transitioned into no external power alarms at 3:52:12. The alarms resolved at 3:53:11 once the system was connected to battery power. Pump operation was not affected. The heartmate mobile power unit (s/n: (B)(6)) was not returned for analysis. Per the provided information, it is unknown if the v-lock connector was in use and it is unknown how external power was lost. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that it was unknown if the mpu had a v-lock connector on the ac power cord, and if the ac power cord came loose from the wall outlet or the back of the unit. There were possibly environmental circumstances that affected ac power at the time of the event. The mpu was not exchanged.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number. Section d4: manufacture date (h4) cannot be determined at this time. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.